Manufacturer narrative:
H10: for the reported malfunction, one device was returned to bd for evaluation. As the lot number was provided, a lot history review was performed. The evaluation was confirmed for the reported balloon detachment and retraction problem; inconclusive for the reported material rupture and deflation problem. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly experienced material rupture, deflation issue, detachment, and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 70 year old male patient was 110 lb.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly experienced material rupture, break, and deflation issue. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 70 year old male patient was 110 lb.